Event description:
The customer contacted physio-control to report that their device displayed three error indicators charge-pak battery charger indicator, caution indicator ! Mark, and service indicator wrench mark. These turned on on immediately after the battery was replaced. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. The device could not be repaired. The device was scrapped and the customer was provided with a warranty replacement.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed three error indicators charge-pak battery charger indicator, caution indicator ! Mark, and service indicator wrench mark. These turned on immediately after the battery was replaced. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.